Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch verio iq meter had a battery charge issue. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged product issue occurred on (B)(6) 2017. The patient manages their diabetes with oral medication(s) (type and dosage unspecified) as well as with diet and/or exercise. The patient did not make any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient informed the cca that the day after the alleged product issue occurred they had developed the symptom of ¿dizziness¿, however did not require any form of treatment as a result of this symptom. At the time of troubleshooting the cca noted that the meter would not turn on. There was no misuse of the product. The patient¿s products were replaced and requested for evaluation. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.